Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen with a concentration of ¿500 mcg¿ at a dose of ¿50 mcg¿ via an implantable pump. The indication for use was not reported. It was reported the patient became spastic, so the surgeon interrogated the pump. No pump alarm had been detected. The hcp thought the catheter was occluded, so he replaced the catheter with a new 8781 catheter. The issue was resolved. The patient's status was alive - no injury. The return status of the catheter was unable to be determined. There were no environmental, external or patient factors reported that might have led or contributed to the event. Information regarding the serial number of the catheter of the catheter was unavailable. Information regarding the patient¿s weight, age, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned in 4 segments. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. No occlusion was identified. Conclusion code 4315 applies to the damaged transition tubing findings. Conclusion code 67 applies to the occlusion allegation and analysis finding no significant anomalies with respect to occlusion. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0214734966, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Concomitant medical products: unknown catheter. If information is provided in the future, a supplemental report will be issued.